Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4) .

Event description:
The customer reported new unit - power supply bad. There was no reported patient involvement.